Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cart wheels of cardiosave intra-aortic balloon pump (iabp) were damaged. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found that the caster wheel became loose causing the unit to no sit evenly on the floor and needed to be tightened. Fse tightened the caster as required. Completed repair with all functional and safety tests per manufacturer specifications.